Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Stimulation is a known inherent risk of this lead.

Event description:
It was reported that during the explant of the associated right ventricular lead, a revision of this left ventricular (lv) lead was attempted as it had been causing diaphragmatic stimulation at the output required to capture the ventricle. During the procedure, the coronary sinus was dissected. The patient's blood pressure dropped and a cardiovascular surgeon was called in to repair the dissection. An epicardial lead was implanted at this same time. No additional adverse patient effects were reported.

Event description:
It was reported that during the explant of the associated right ventricular lead, a revision of this left ventricular (lv) lead was attempted as it had been causing diaphragmatic stimulation at the output required to capture the ventricle. During the procedure, the coronary sinus was dissected. The patient's blood pressure dropped and a cardiovascular surgeon was called in to repair the dissection. An epicardial lead was implanted at this same time. Additional information was received indicating that the patient expired on the date of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Stimulation is a known inherent risk of this lead.